Manufacturer narrative:
After further review additional information have been updated accordingly.

Event description:
It was reported that the patient was admitted on (B)(6) 2016. Patient was said to have been discharged and sent home on (B)(6) 2016. No further information available.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: a rise in power consumption has been logged starting (B)(6) 2016 to a peak of 4.1 w on (B)(6) 2016 outside of normal power consumption. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient had power consumption above normal operation seen in log files and on patients controller display. Patient also had elevated hemolysis lab values. No further information was received.